Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 the receiver would not turn on. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on external visual inspection, no observations related to the customer complaint were found. Global receiver functional testing resulted in no failures related to the customer complaint. A review of the receiver data log found a hardware error code deeming this complaint reportable upon completion of the device evaluation on 04/17/2015. The customer complaint was confirmed. The root cause was determined to be a hardware component failure.